Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc), a neuron max 6f 088 long sheath (neuron max), and a guidewire. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician encountered resistance while retracting the 3maxc after the first pass and subsequently noticed a kink mid-shaft. Therefore, the 3maxc was removed and no longer used. Next, the same issue occurred with two additional 3maxcs. Therefore, the 3maxcs were also removed and no longer used in the procedure. The physician re-adjusted the neuron max and used a penumbra system jetd reperfusion catheter (jetd) with the same guidewire to complete the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections are being corrected: section b. Box 5. Describe event or problem; section h. Box 6. Device code 2. This report is associated with MFR report numbers: 3005168196-2021-00346; 3005168196-2021-00348.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2021-00346.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc), a neuron max 6f 088 long sheath (neuron max), and a guidewire. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician noticed a mid-shaft kink in the 3maxc upon retraction after the first pass. Therefore, the 3maxc was removed and no longer used. Next, the same issue occurred with two additional 3maxcs. Therefore, the 3maxcs were also removed and no longer used in the procedure. The physician re-adjusted the neuron max and used a penumbra system jetd reperfusion catheter (jetd) with the same guidewire to complete the procedure. There was no report of an adverse effect to the patient.